Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was challenging during the procedure. The device appeared to be riding up an anterior chord and there was a lot of tension. One clip was implanted; however following deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda/). A second clip was implanted to stabilize and further reduce mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult or delayed positioning is due to procedural conditions. The cause for the reported single leaflet device attachment could not be determined. Moreover, the cause of the reported imaging cannot be determined. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.